Event description:
On (B) (6) 2010, the lay user/pt in the netherlands contacted lifescan alleging that the one touch vita meter read inaccurately high. The medical surveillance specialist (mss) wrote f/u questions to the technical service representative (tsr) to ask the pt but the tsr was not able to contact the pt. The following complaint was classified based on info obtained from the lfs customer service. She said that on (B) (6) in the evening, she obtained a result of 28.2 mmol/l. She called a doctor about the result who advised her to take a glass of water and one tablet of metformin. She said she did that and fainted. She said that someone from "househelp" found her maybe just minutes later and called an ambulance. She says that when she woke up, the ambulance was there and her personal physician was there as well. She mentioned getting glucose tablets / glucose gel to treat the symptoms. Then she claimed that a comparison was performed between her meter and the ambulance meter with her meter reading 18.2 mmol/l and the ambulance meter reading 11.2 mmol/l. As a result of fainting, the pt said she fell and developed two bruises. She says she was hospitalized after the ambulance treated her. The pt said she already did not feel well that morning. When the ambulance came. The pt says she taked a tablet of 500 mg of metformin twice per day. According to the troubleshooting performed with customer service, the pt's testing steps were correct. Although it is unk how the pt managed her diabetes the day she had symptoms, this complaint is being reported because the pt alleged the meter read inaccurately high and suffered symptoms that may be indicative of hypoglycemia requiring treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.